Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported they think the patient's current pump failed. The patient inquired if there were tests that could be done to understand why the pump was failing. The patient spoke with hcp who told them there was no testing that could be done. The patient noted after their current pump surgery the dose/concentration they thought was "450" when they left the hospital an then was increased to "495" a few days ago. The patient stated yesterday ((B)(6) 2018) the healthcare professional (hcp) increased it to "600" and gave the patient a 1000 mcg bolus, which did not give them therapeutic benefit. The patient was to follow up with their hcp. No symptoms were reported. The event date was (B)(6) 2018 (probably 4 days after surgery). No further complications were reported.